Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02704. It was reported patient received five inappropriate shocks due to noise on the right ventricular lead that was noted during in clinic follow-up. Patient was admitted for lead extraction. Therapies were disables upon admission. High pacing impedance was noted. The lead was explanted and replaced. Physician also elected to explant and replace the device prophylactically while the pocket was open and since the device was on the battery advisory. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.